Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was heating up during the case. A delay of less than 30 minutes was reported. There was no report of patient impact associated with this event.

Manufacturer narrative:
Device investigation narrative - the powermax elite mdu hand control unit was received on 8/3/2016 and confirmed to be serial number (B)(4). Visual inspection showed no obvious external damage. The device was connected to the mdu test bench and functioned as designed. No error messages could be reproduced. The reported complaint of overheating could not be confirmed. No root cause could be ascertained for the reported malfunction. (B)(4).